Event description:
It was reported by the pt's attorney that as a result of having the mesh implanted the pt has experienced significant mental and physical pain and suffering, and has sustained permanent injury and substantial physical deformity.

Manufacturer narrative:
The device history record for the reported lot number was reviewed and nothing was found that may have caused or contributed to the reported event. The instructions for use which accompanies each device states in the section labeled adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. Post-operatively the pt is recommended to refrain from heavy lifting and/or exercise (ie: cycling, jogging) for at least three to four weeks and intercourse for one month." (B)(4).